Event description:
Ended up in for surgery at hospital after synvisc [surgery]. Case narrative: initial information received on (B)(6) 2022 from canada regarding an unsolicited valid social media serious case received from the patient. This case involves adult patient who ended up in for surgery at hospital after synvisc while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, (dosage, batch number, indication, frequency: unknown). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient ended up in for surgery at hospital after synvisc (surgery). This event was leading to intervention. The patient was hospitalized for this event action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (ended up in for surgery at hospital after synvisc). Outcome: unknown.

Event description:
Ended up in for surgery at hospital after synvisc [surgery] case narrative: initial information received on 28-jun-2022 from canada regarding an unsolicited valid social media serious case received from the patient. This case involves adult patient (gender: unknown) who ended up in for surgery at hospital after synvisc while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection having the strength 16mg/2ml (dosage, batch number, indication, frequency: unknown). Information on batch number was requested. On the unknown date, after the unknown latency received the treatment with hylan g-f 20, sodium hyaluronate, patient ended up in for surgery at hospital after synvisc (surgery). This event was leading to intervention. The patient was hospitalized for this event action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (ended up in for surgery at hospital after synvisc). Outcome: unknown. A product technical complaint (ptc) was initiated on 30-jun-2022 for synvisc (lot/batch number: unknown) with global ptc number: 100239528. The sample status of the ptc was not received and the ptc stated:the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the non-conformance process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 15-aug-2022 with summarized conclusion as no assessment possible. Additional information was received on 15-aug-2022 from the quality department. Strength was added. Ptc details was added.